Manufacturer narrative:
Additional information: g3, h3, h6. During evaluation device functions, however no communication from ip module pcb to shaver and both the inflow and outflow motors are noisy at 89 db¿s. Physical damage was found to the top cover, bezel, there are 4 missing bumpers and 1 missing molex cap. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/15/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6480 pump is causing the outflow tubing to turn on and off. This occurred during use in a case with no patient effect.